Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "after the gamma4 implant was inserted, during the final check, it was found that the lag screw was positioned too deep, with its tip reaching the cortical bone of the femoral head, so an attempt was made to correct the position. Once the u-blade was removed and the position of the lag screw was adjusted, it was difficult to reinsert the u-blade, resulting in the blade breaking. The u-blade was removed again, leaving only the main lag screw inside the patient's body."

Event description:
As reported: "after the gamma4 implant was inserted, during the final check, it was found that the lag screw was positioned too deep, with its tip reaching the cortical bone of the femoral head, so an attempt was made to correct the position. Once the u-blade was removed and the position of the lag screw was adjusted, it was difficult to reinsert the u-blade, resulting in the blade breaking. The u-blade was removed again, leaving only the main lag screw inside the patient's body."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.